Event description:
Patient undergoing tubal sterilization. Essure was successfully placed on the left. When the procedure was attempted on the right, the second action of the wheel did not release the essure, and the wheel did not come back to the full stop. The instrument was removed, but the essure was left partially in the os, but not coiled properly. The essure was removed with a grasper. A second essure was then placed without difficulty. There was no patient harm.